Manufacturer narrative:
The product was returned for analysis and straight leading haptic was observed. The device was returned loose in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. The correct nozzle confirmed on the device. Viscoelastic is observed in the device. The plunger and the lens are advanced into the mid nozzle. The plunger is at the trailing optic edge. The trailing haptic is folded onto the optic. The leading haptic is extended straight. No problems are observed with the returned device. The plunger, lens and haptic positions are acceptable. Straight leading haptics are not a product malfunction. This is an acceptable position per the diagrams provided in the instruction for use IFU. A straight leading haptic may occur: ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ due to the normal folding variations as indicated the IFU diagrams. ¿ if there is excessive delay between the device preparation and subsequent delivery the leading haptic may start to unfold. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement or contribute to incorrect haptic folding. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A manager reported that during a cataract extraction with intraocular lens (iol) implant procedure, the lens folded incorrectly and was discarded before insertion and backup lens was used. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).